Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, yellow particles, and broken shell. A leak test and microscopic analysis were performed and identified delamination of plug strap and broken shell with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was broken shell with striated edge assessed as surgical damage, and delamination of plug strap disk assessed as adhesive failure.